Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. No product or data was provided for investigation. The probable cause could not be determined. No injury or medical intervention was reported.